Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was high on the cgm graph. Customer delivered a correction bolus to address elevated bg. Customer changed supplies to address the occlusion alarm and successfully resumed insulin.